Event description:
It was reported that the patient stated four infusion sets are fell off during use on (B)(6)2026.

Manufacturer narrative:
MDR 3003442380-2026-47180 / initial 4 of 4e1: establishment name: (B)(6). Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration number.reporting site: 8021545.manufacturing site: 3003442380.